Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-nov-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for ec8+ cartridge lot k24082 and cg8+ cartridge lot w24205.

Event description:
Na.

Event description:
On 01-oct-2024, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded suspected discrepant potassium results on a 50 year old male patient with pneumonia, and a trauma patient.. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2024, collected: 20:26; 20:27, tested: 7.39, ph: a, sample: hemolyzed. Method: I-stat, date: (B)(6) 2024, collected: 20:26; 20:35, tested: 7.33, ph: a. Method: I-stat, date: (B)(6) 2024, collected: 20:50; 20:52, tested: 7.144, ph: b. Method: gem 5000, date: (B)(6) 2024, collected: 20:50; 20:58, tested: 7.31, ph: b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.